Manufacturer narrative:
H10: the actual device was not available; however, photographs of the samples were provided for evaluation. Visual inspection was performed to the photograph; which revealed reddish brown particles that appear to be embedded in the tubing line. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted. Based on past evaluations from actual returned samples with similar reported issue, the reddish brown particle is likely a fragment of burnt pvc embedded in the material of the tubing line. Pvc is the raw material of the tubing line. Fragment of burnt pvc can potentially be embedded in the material of the tubing during the extrusion process of the tubing. The cause of the condition could not be determined due to the lack of an actual sample; however, the potential cause of the issue is due to supplier of the tubing line. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a red stain was observed in the internal part of the "flexible elastic tube" of four (4) multirate infusors (large volume). The devices had been filled with 4000mg fluorouracil and 288ml sodium chloride 0.9%. This issue was identified at the mixing center. There was no patient involvement. No additional information is available.